Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus tip was broken and the stylus was non functional. It was also note that the paper tray was missing. The left and right keyboard rails were broken. The lower bullets were worn. The rear cover of the display was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.